Event description:
Caller reported that insulin gauge displayed an amount different than expected. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance at this time, having already spoken to a healthcare professional in the past.